Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023805. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one intima-ii 24gax0.75in prn slm npvc was found with a cracked hub during use. The following has been provided by the initial reporter: it's noticed that paddle hub cracked and result in leakage at the needle hub once start infusion.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii 24gax0.75in prn slm npvc was found with a cracked hub during use. The following has been provided by the initial reporter: it's noticed that paddle hub cracked and result in leakage at the needle hub once start infusion.